Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was rapidly depleting. Additionally, the pump touchscreen was scratched and cartridges did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. Although requested, customer declined to provide additional information.